Manufacturer narrative:
Additional information: d9, g3, h3, h6 correction: a1 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the jaw of the reload was open. Functional testing noted that the reload was loaded into a representative handle. The interlock was overridden and the reload was applied to test media. All staples were placed, and test media was transected. The reload interlock was tested and found to function properly. It was reported that the jaws would not close. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the device was pre-fired. The reload was pre-fired and the interlock was engaged. Staples were protruding from the proximal end of the staple cartridge channel. The sled was slightly advanced. The product analysis noted evidence that the device was not used as intended. This issue can occur if the firing button had been partially compressed and then the open button was pressed after p ressing the green firing button. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, preoperatively, during set up, the reload was connected to the manual stapler, an attempt to check the opening and closing was done but there was no response, so a new cartridge was taken out, and attempted to check the opening and closing, but a snapping sound was heard, and it could not be opened or closed. The device was changed to a power stapler, and when the new cartridge was used, the firing was performed without any problems. It was not used on the patient. There was no patient involved.

Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap (lot # p5e0904); sig45axt, tri 2.0 sig45axt 45 xtra thk 15mm (lot # n5e1595y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.